Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was in overdischarge due to patient compliance. The patient had the ins replaced. The issue was considered resolved. No further complications were reported.